Event description:
In 2002, the end-user called medtronic minimed, and stated hospitalized with bg and acidosis. The soft cannula was bent. On 9/19/02 maersk medical a/s rec'd the complaint. No products returned.